Event description:
A 37 year old white g3p3 female status post bilateral submuscular 235 cc surgitek gels for augmentation in 1983. Pt complaining of size slowly and firmness, no history of trauma. Burning pain left greater than right. Arthralgias (positive am stiffness), myalgias, dypesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbances, swollen glands, fevers, hot flashes, headaches, tmjd, visual disturbances, dizzy spells, memory problems, dry mucous membranes, hair loss, rashes, sensitive to sun/cold, ( positive raynayd's)/chem, shortness of breath/ chest pain costochondriasis, cholesterol, weight gain, gastrointestinal/genitourinary/menstrual disturbances, and easy bruising. Pt felt a lump in lt, otherwise healthy.